Manufacturer narrative:
H4: the lot was manufactured from january 12, 2023 to january 14, 2023. H10: two (2) actual devices were received for evaluation. Visual inspection noted fluid inside a bag that contained the units. When the units were removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the units with green color water to the nominal volume. After fill and prime, to ensure the blue cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The units were being monitored until the next day and the next day, no signs of leak were observed. The two units were determined to be conforming product because no evidence of leak was observed during the functional leak test. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked at the luer lock cap. There was the presence of liquid in the plastic bag. The device was filled with 5 fluorouracil. The leak was observed during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.